Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal injection of vancomycin 1gm, once every five days (duration not reported) and injection of fortum daily (dose, duration and route not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and remained hospitalized. Dianeal therapy was ongoing. No additional information is available.